Event description:
A pump malfunction was reported by the caller, but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was informed to continue using the pump and to contact support if any issues reoccurred.